Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. A device history review (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.if the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient, who is deaf, returned to the clinic indicating that an alarm had occurred. There were 6 hours and 47 minutes, and more than 20 milliliters remaining in therapy. No patient injury was reported.